Event description:
It was reported that the patient arrived to the emergency department (ed) with complaints of orthopnea, shortness of breath, leg edema and weight gain. Lab results showed elevated levels of brain natriuretic peptide (bnp), and a chest x-ray showed "features of pulmonary congestion". It was also reported that an echocardiogram "showed septal hypokinesis with an impaired left ventricular diastolic filling, as well as multiple valvular insufficiencies". The left ventricular lead was programmed on, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.